Event description:
The swivel ring of the collimator is loose. At the swivel ring, there is grease which gets hardened after short time of operation causing the flange to get stuck. The collimator cannot turn into the 45 degree position.

Manufacturer narrative:
All screws of units was checked and replaced by new screws which were additionally secured with a torque tool by application of loctite.